Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion sets kinked cannula events on (B)(6) 2025. The events occurred within three hours of insertion. The insertion site was the abdomen. Blood glucose level was displayed high at the time of the event due to which patient went to an emergency room (ER) and got treated with intravenous (IV) and manual injections. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.